Event description:
Home health nurse attempted to place a 4fr PICC into pt. Catheter tray had a 5fr catheter inside and not 4fr. Attempt was terminated. Pt had to endure another "stick". Ie: wrong size product packaged.